Event description:
In 2008, the lay user/patient contacted lifescan canada (lsc) alleging that a one touch ultra meter had an 'er1' message. The customer service representative (csr) was able to correspond with the patient to obtain additional information. The patient normally tests his blood sugar three time a day, before each meal. He also takes humalog three times a day on a sliding scale along with an unspecified dose of nph each morning. On the morning of the same day, the patient claimed that he woke up feeling like he has low blood sugar. He reportedly attempted to test his blood sugar then noticed a battery symbol on the subject meter. The patient alleged an "er1" message displayed on the subject meter after the battery was replaced. The patient reported taking in a glass of orange juice and claimed that he felt better. That same morning, he reportedly also took the usual sliding scale nph and humalog. At an unspecified time after the meter issue, the patient reportedly developed symptoms of "dry mouth, thirsty, and urgency to urinate". The patient claimed that he treated himself with a little more insulin because he felt "a bit high". At the time of troubleshooting, it was verified that this was not a new product. The issue was unresolved with troubleshooting; therefore, the patient's products are being replaced. This complaint is being reported due to the following conclusions: the patient claimed that he obtained an error message on the subject meter, allegedly treated himself inappropriately, and developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The alleged issue was also unresolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.